Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the patient experienced on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support. Additionally, during the call, patient's father advised the device had been exposed to moisture/got wet. Dexcom technical support advised patient's father to reset the device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).